Event description:
It was reported that the asymptomatic patient presented for in-clinic follow. An interrogation of the implantable cardioverter defibrillator showed episodes of non-sustained right ventricular over-sensing. The episodes were caused by post- paced t wave over-sensing. Programming interventions were made. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.